Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of design input forms. Functional testing and inspections could not be performed due to the parts not being returned. Per the design input form, there were plans to remove stock prostheses and replace them with a custom implant, indicating the allegation made against the stock tmj implant is confirmed. The non-conformance report was reviewed, there is no non-conformance listed on the database for this part and lot. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00844-1, 0001032347-2018-00845-1, 0001032347-2018-00846-1, 0001032347-2018-00847-1, 0001032347-2018-00848-1, 0001032347-2018-00849-1, 0001032347-2018-00851-1

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet microfixation tmj system cross drive fossa screw 2.0 x 7 mm, catalog #: 99-6577, lot #: 372440; biomet microfixation tmj system cross drive emergency fossa screw 2.3 x 7 mm, catalog #: 99-6587, lot #: 626840; biomet microfixation 2.4 mm system high torque (ht) cross drive screw 2.7 x 8 mm, catalog #: 91-2708, lot #: 015140; biomet microfixation 2.4 mm system high torque (ht) cross drive screw 2.7 x 8 mm, catalog #: 91-2708, lot #: 429190; biomet microfixation tmj system right standard mandibular component 45 mm/ 7 hole, catalog #: 24-6545, lot #: 442320a; biomet microfixation tmj system right fossa component small, catalog #: 24-6562, lot #: 505150b; biomet microfixation tmj system left fossa component small, catalog #: 24-6563, lot #: 501510b. Therapy date: unknown. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00844 through 0001032347-2018-00851.

Event description:
It was reported the implants will be removed because they were implanted in the wrong position. No additional patient consequences were reported.